Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after the cartridge was filled with 300 units of insulin. Reportedly, the insulin gauge remained static for more than 24 hours. In addition, it was reported that during the night and the morning of the following day, the customer's blood glucose level was 248 mg/dl, which was addressed with manual injections. Reportedly, the customer believes the pump was not delivering insulin properly. Tandem technical support reviewed the pump data and educated the customer that the insulin gauge will decrease in 5 unit increments. The customer understood the information and was satisfied and had no further questions.